Manufacturer narrative:
Product analysis: it was determined during analysis of the programmer that the touchscreen was out of calibration. Analysis also noted that the keyboard top cover was broken, the left lower bullet was missing, the media bay door was damaged, the top cover was damaged, the wrong paper was in the tray. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was returned for preventative maintenance and subsequently tested out-of-specification during manufacturers analysis. There was no patient involvement.